Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable root cause is unable to be determined.

Event description:
It was reported that the pump was giving error code. There were no reported patient involvement and harm.